Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the returned product consisted of the promus premier select. A visual inspection of the device showed that the stent was detached from the device. The remainder of the device did not have any damages or defects. A microscopic analysis showed damage to the tip. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the event description and the analysis conducted at the cis, it is most likely an interaction occurred between the device and the patient's anatomy, moderately calcified, moderately tortuous and stenosed, that contributed to the reported event. It is not possible to test the device for navigation through patient anatomy, the complaint allegation cannot be confirmed. The exact cause of the detached stent and when the stent detachment occurred could not be established; it most likely detached due to unintentional interaction between the user and the device, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established. It is most likely the unreported tip damage occurred as a result of device interaction with the patient's anatomy during attempts to cross the lesion. This investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the stent could not cross the target lesion. A promus select ous mr 3.00 x 16mm was selected for treatment of the target lesion, which was located in the left circumflex (lcx) and was 95% stenosed, moderately calcified, and moderately tortuous. During the procedure after pre-dilation, the stent was unable to cross the target lesion. After several attempts, the stent was removed, and another stent was used to successfully complete the procedure. There were no patient complications. Device analysis completed on 22apr2026 revealed that the stent was detached.